Event description:
It was reported the customer's insulin pump needed a functional analysis. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest,a21 error test, basic occlusion and displacement test. Unable to prime unit during prime/a33 test due to faulty fsr (gold) unable perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with scratched lcd window.(B)(4).